Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to high thresholds and potential micro dislodgement. No additional adverse patient effects were reported.